Event description:
Customer reported device - 303 mg/dl. Customer stated going into a "passing out stage". Customer was admitted into the hosp. Customer was put on dialysis. Hosp device = 39 mg/dl. No controls. A request was made for return product and replacement product was sent.